Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) would stay collapsed after a few pumps. The device was explanted and replaced with a malleable prosthesis. No patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) would stay collapsed after a few pumps. The device was explanted and replaced with a malleable device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the middle and distal end of the cylinder. The first cylinder had tools marks along the cylinder body, and it had a leak consistent with sharp instrument damage in the proximal end of the cylinder. The second cylinder's kink resistant tubing (krt) was worn to the filament and had a hole and leakage consistent with sharp instrument damage. In addition, the second cylinder had a hole in the outer tube consistent also with sharp instrument damage in the proximal end of it. The pump was visually inspected and underwent leak and functional testing. The pump passed leak testing; however, it did not pass activation test. The reservoir was visually inspected and underwent leak testing. The reservoir had wear at fold in the reservoir shell. Besides that, a leak was found in the reservoir shell and strain relief caused by sharp instrument damage. Based on the information available and analysis results, the pump not passing activation testing could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.